Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-may-2026: the central sterile supply department reports the instrument as defective if, during reprocessing, they can see isolated ¿metal strands¿ on the cable under a magnifying glass. Therefore, it was assumed that there may be a defect in the cable.